Manufacturer narrative:
Manufacturer contacted the distributor. They indicated that the consumer was not injured. They did not have detailed information on the incident such as why the consumer was driving in the highway and if he had a seat positioning strap on or not. Current user guide states "do not operate on roads, streets or highways. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly the chair may tip. Invacare has initiated a voluntary field action (B)(4).

Event description:
The consumer was driving in the middle of the highway when the chair allegedly dumped him out of the chair. No injury is alleged.